Event description:
Revision surgery - the patient presented with pain due to loosened glenoid. The surgeon felt that a keeled implant would better serve this patient and decided inter operatively that a taller head would be better.

Manufacturer narrative:
The reason for this revision surgery was to replace a loose glenoid after 1 year and 3 months in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 8 prior complaints against this part number; and has 3 complaints with failure mode pertaining to "device loosening". This is the first complaint from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical, and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.